Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (arrhythmia alarms, "adjust belt or check belt" messages, false asystole event) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure, reported alarms, and asystole event was isolated to an open brown (-5v) wire in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wire was excessive force. No adverse event resulted from the open wire.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was experiencing arrhythmia alarms and "adjust belt or check belt" messages and that the belt was producing a false asystole event.